Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not infuse an unspecified vasopressor medication which caused the patient to ¿have very low blood pressure¿ (no values provided). It was reported the patient required three vasopressor medications. The pump did not generate an alarm and was running at continuous 4.5ml/hr. The nurse reported the "pump kept reading that the medication was infusing" even though the bag remained full. At the time of this report, the patient outcome was not reported. No additional information is available.